Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and oversensed myopotential noise which resulted in inappropriate ventricular tachycardia (vt) and atrial tachy response (atr) episodes. Technical services (ts) recommended further evaluation in the clinic with possible reprogramming back to bipolar pacing. This lead remains in service. No adverse patient effects were reported.